Manufacturer narrative:
The customer observed false depressed results in a patient with end stage primary liver cancer when using architect afp, list number 3p36-25 ((B)(4) list number 3p36-26), lot number 55229lh00. A validated instrument data analytics (ida) report for list 3p36 was reviewed covering the timeframe 15 november 2015 to 14 may 2016 with no issues identified. The report shows that all lots with at least 1000 patient tests are within 2sd. Across all lots, the range of median patient results is 2.578 to 25.902 ng/ml with an overall median result of 3.363ng/ml. The median patient result for likely cause lot 55229lh00 is 3.778 ng/ml which indicates that the lot is performing acceptably in the field. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. The architect afp reagent package insert was reviewed and was found to adequately address the issue. The architect afp (list 3p36) package insert clearly indicates that the intended use of the product is as an aid in monitoring disease progression during the course of disease and treatment of patients with nonseminomatous testicular cancer and also to aid in the detection of fetal open neural tube defects (ntd). The customer was using the assay outside of the intended use. The investigation did not identify a malfunction or product deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a patient's afp result was discrepant based on previous results and the clinical diagnosis. An architect afp result of 90 ng/ml was generated on a sample from (B)(6) 2016. The sample was repeated and a result of 87.89 ng/ml and a result of 80.96 ng/ml (1:10 dilution) was generated. The patient's previous results were 60,000 ng/ml from (B)(6) 2015 and 30,000 ng/ml from (B)(6) 2015. The patient's diagnosis is end stage primary liver cancer. There was no report of impact to patient management.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However no product deficiency was identified.